Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that the animas insulin pump had an inadvertent infusion issue. The patient reportedly just programmed a bolus of 4.3 units and noticed that the pump continued to deliver 10 units before she disconnected from the infusion set. The insulin bolus history showed 14.3 units of 4.3 given. At the time of the call, the patient was advised to eat an additional 72 units of carbohydrate to cover for the extra insulin she took. There was no report of any symptoms or required hcp treatment to suggest a serious injury. The issue was not resolved with training. There was no product misuse. The animas product was request back for investigation. This complaint is being reported due to the unresolved inadvertent infusion issue. There was no evidence of a serious injury at the time of concern as there were no symptoms and no hcp medical treatment.

Manufacturer narrative:
Follow-up # 1 date of submission 11/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2013 with the following findings: a review of the pump¿s history showed an ez-bg bolus of 14.3 units programmed and delivered on 07/24/2013. There was no activity outside of normal use observed in the pump¿s history. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump was able to pass the ez-prime steps successfully and displayed the correct warning to disconnect from the infusion set. A normal bolus and audio bolus were performed successfully and were accurately recorded in the correct time and order in the pump¿s history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.